Event description:
The customer reported that two drops of fluid, consisting of blood and diluent, leaked from the blood sampling valve (bsv) of the coulter hmx hematology analyzer. The customer indicated that the leak was contained within the instrument. The customer stated that the instrument did not generate any error messages at the time of the leak. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a pinhole in tubing at wire marker port 9 and 10 on the blood sampling valve (bsv). The fse replaced the tubing and no further leaks were observed. (B)(4).